Event description:
Reported false negative quickvue otc antigen result, unknown if confirmed. Confirmation method(s) not provided. Consumer reported being symptomatic with 102.9 fever, testing on day of symptom onset. Additional information requested but no other details provided.

Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: social media.